Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, remaining within an acceptable range. To resolve the issue, the customer was instructed to use multiple daily injections (mdi) as backup therapy, and technical support arranged to send a replacement pump with updated software.